Event description:
Additional information received indicated that the patient did not experience any symptoms due to the event. The patient was stable during and after the procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 49.3cm was returned for analysis. Internal insulation abrasion was noted at 8.4-10.3cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 7.3-9.5cm and 26.7-30.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed under fluoroscopy. In addition, the lead exhibited high pacing lead impedance and high capture threshold during a device check. The lead was explanted and replaced. No further information is available.